Event description:
The customer reported lines are traveling up and down left and righ screens. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the lines were caused by the dicom box. He ordered version 7.00 software through dicom to help soften lines. The software corrected lines. The system is operating as intended.